Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for an alleged critical device error (open book image) alarm found on may 23, 2022. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Device was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator/power connector assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. The original electrical board 1 was cleaned, installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and a blank display noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and a critical device error (open book image) alarm noted. The original electrical board 2 re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the aa 1.5 volt battery and continued on download. Device failed to open the download window as per by-pass steps and displayed critical device error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hardware. Blank display was confirmed due to corrosion on the electrical board 1. Critical device error (open book image) alarm was confirmed due to corrosion on the electrical board 2. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the device near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. Unable to download firmware using crest, history files and traces using thus were confirmed due to blank display. Blank display was confirmed due to corrosion on the electrical board 1. However, a test electrical board 1 was used and continued on download. Unable to download firmware using crest, history files and traces using thus due to critical device error (open book image) alarm. Critical device error (open book image) alarm was confirmed. Critical device error (open book image) alarm due to corrosion on the electrical board 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator/power connector assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.